Manufacturer narrative:
(B)(4). Customer has returned the bed and refund has been issued. No defects were found with the device, device performed as expected. No further assistance is needed.

Event description:
Spoke to leella moles and she states mr moles does not like the size of the bed, it measures correctly, but seems smaller. Her husband is too tall for the bed and tosses and turns a lot, he has rolled onto the floor and has hit the night stand twice. The customer is (B)(6), he is (B)(6). Customer could not recall the exact date of event.